Manufacturer narrative:
(B)(4). D10: 166574, oxf uni cmntls tib sz c lm, lot 7375563. 154926, oxford ph3 cementless fem sz m, lot 7666992. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left medial unicondylar knee arthroplasty performed one and a half year ago. Subsequently, the patient had sustained a fall due to unknown reasons and required a poly exchange seventeen months post implantation due to instability, pain, and inability to straighten the knee, indicating the poly had likely rotated and locked his knee. The poly was upsized during the revision with no further complications reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product involved in the reported event was not returned for investigation; however, pictures were provided and reviewed. Visual examination of the provided picture identified scratches and gouges on the surface of the bearing. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. The reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a radiologist. The review identified three radiographic views of the left knee (unknown date) showed presence of left medial unicondylar knee arthroplasty components. The knee was flexed, which limits assessment of metal bone interfaces and component alignment on the ap view. On lateral view, sagittal, femoral component alignment is standard, and excessive posterior slope of the tibial component (approximately 14 degrees) is demonstrated. The radiolucent bearing, with its associated linear metallic bearing marker, is dislocated out of the artificial medial joint compartment and seen to be residing peripheral to the anteromedial joint line. There is metal-on-metal contact of the femoral component with the tibial component and varus anatomic alignment of the knee. Excessive posterior slope of the tibial component may be a risk factor for bearing dislocation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.